Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal hemodialysis inpatient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon opening, the cycler door to remove the tubing set, pt noticed fluid leaking. Pt had no adverse effects and his effluent remained clear. Sample is not available, sample was discarded.